Event description:
During a remote follow-up, missing device measurements were not in the record. The suspected cause of the missing measurements was that no measurements were taken because during a capture threshold test that occurred. Technical support was contacted and the most recent transmission included all measurements. No intervention was required at this time. The patient was stable and will continue to be monitored.